Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that during preparation of the clip delivery system (cds), the device failed to establish final arm angle (efaa). Trouble shooting was performed and efaa was attempted 3 times with the same result; therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).